Event description:
Healthcare worker experienced white spots to the fingers and palm of left hand as he handled a used cassette. He rinsed the contact areas under water for 5 mins and did not seek medical attention. The symptoms lasted approximately one hour. The worker explained he never experienced this before so he never wore gloves.